Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a xs ti rad plt pl/dr 2.0mm stem 3-hs sm on the left hand on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to displacement of the plate.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended . No trend identified. The compatibility check was performed and showed that the product combination is approved. The plate with 4 standard screws were returned for investigation. The visual examination shows that the plate was bent to an angle of 37°. According to general instructions for normed drr system the plate shaft can be bent up to an angle of 8°. The standard screws returned do not show any abnormality. As no locking screws were returned, it can be assumed that the surgeon only used standard screws to fixate the plate to the bone. Raw material information does not show any abnormalities. Possible causes for the reported event according to dfmea for a similar device: line 7: the plate was displaced/loosened due to cut out, pull out of the implant. Line 24: the plate was displaced/loosened due to wrong combination of plates and screws. Line 28: the plate was displaced/loosened due to implantation of a damaged implant. Line 29: the plate was displaced/loosened due to off label use of implants. Comparison to investigation results whether it is possible and justification: possible: as there are no x-rays provided, this point cannot be excluded. Possible: as it is assumed that no locking screws were used for this surgery. Only standard screws used. Possible: it can be that a damaged implant was implanted. Possible: as the visual examination showed that the plate was bent to an angle of 37°. According to general instructions for normed drr system the plate shaft can be bent up to an angle of 8°. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. However, there are several factors which could have lead to the reported event: among those factors there is the plate bending (more than the 8° stated in the surgical technique) and the use of non-locking screws. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).